Event description:
The customer's mother reported via phone call that she experienced low blood glucose. The customer's blood glucose was 38 mg/dl. The customer treated the low blood glucose with juice and turned the insulin pump off for an hour. While troubleshooting, the customer stated that the drive support cap appeared normal. The customer was advised that she may have been overcorrecting her blood glucose with the insulin pump because she did not input her blood glucose. The customer was advised to monitor the insulin pump and call back if the issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.